Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer "went into the pool with the pump, exposed to water for about 30 seconds. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.